Event description:
Attorney alleges the patient underwent surgery for implant of a bard/davol marlex mesh (device #1) on (B)(6) 2013 and a bard davol marlex mesh (device #2) on (B)(6) 2017. It is also alleged by patient attorney that the patient had unspecified injuries and underwent explant on (B)(6) 2019 .as reported, the patient is making a claim for an adverse patient outcome against the two (2) marlex mesh (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
This is an addendum to the initial MDR that includes the manufacture date, expiration date, UDI number, and h6 method code. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: d4 UDI number, d4 expiry date, g7, h2, h4, h6. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol flat mesh (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #1). An additional emdr was submitted to represent the bard/davol flat mesh (device #2). Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of a bard/davol marlex mesh (device #1) on (B)(6) 2013 and a bard/davol marlex mesh (device #2) on (B)(6) 2017. It is also alleged by patient attorney that the patient had unspecified injuries and underwent explant on (B)(6) 2019 .as reported, the patient is making a claim for an adverse patient outcome against the two (2) marlex mesh (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."